Event description:
Patient reported, that they have 2 dental crowns on their upper right that have been compromised. And they have diagnosed periodontal disease.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.